Event description:
It was reported that a 8-6mm amplatzer duct occluder was selected for implant on (B)(6) 2024 using a 6f amplatzer torqvue delivery system to treat a patent ductus arteriosus (pda). The patient's pulmonary artery (pa) was measured as 3mm by 5mm. The aortic ampulla was measured as 10mm. During implant the device took on a cobra shape. The device was not released from the delivery cable. The device was removed from the patient and replaced with a new 8-6mm amplatzer duct occluder. During implant it was determined that the device was under-sized. The device was removed from the patient and up-sized to a 10-8mm amplatzer duct occluder. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.